Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the connector on the front of the motor drive unit was broken. It is unknown when this occurred. There were no adverse patient consequences.